Manufacturer narrative:
Per the instructions for use, central regurgitation and paravalvular leak (pvl) are potential adverse event associated with bioprosthetic heart valves. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the central ai could not be determined but may be patient medical history (htn, hld, ckd s/p renal transplant) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 29 months post deployment of a 26mm sapien valve, the patient received a 26mm sapien 3 valve due to aortic insufficiency. Per the medical records received, one day post implantation of the sapien valve, the patient had a mean gradient of 9mmhg, peak gradient of 18mmhg and a valve area of 2.34cm² with trace paravalvular leak. Approximately 29 months post procedure, the patient presented with shortness of breath, dyspnea on exertion and symptoms of heart failure. He had a large right pleural effusion, low diastolic pressures and transesophageal echo showed 2-3+ aortic insufficiency (ai). He was admitted for redo valve in valve therapy. After the sapien 3 valve was placed, the patient had no ai and still had trace paravalvular leak due to heavily calcified lv outflow tract. No post dilation was done. The patient left the room stable.